Event description:
Intraoperatively two derma hooks that were retracting the galea "snapped" in half in succession on the field. Retrieved and removed all pieces from operative field (mayo stand/back table) and retained for investigation.